Event description:
It was reported that the patient was hospitalized with fluid in his lung. The patient received intravenous antibiotics and was seen by an ent. The patient was diagnosed with left vocal cord paralysis which was reported to be a result of the implant surgery. The patient was discharged from the hospital a few days later. No additional relevant information has been received to date.